Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis nurse that, following an inability to drain on the cycler, the patient was admitted to the hospital (B)(6) 2016, with an admitting diagnosis of hypervolemia. The patient is known to produce fibrin which was present. Treatment while admitted consisted of the administration of diuretics and the continuation of peritoneal dialysis therapy. The patient has resumed peritoneal dialysis, and was subsequently prescribed heparin to minimize fibrin to help with draining. The patient has been draining sufficiently during treatments and has recovered. Medical records and a discharge summary were requested but none were available upon request.